Event description:
The customer reported having high blood glucose in the morning and after correcting her blood glucose dropped. The caller stated the fluctuation happened a few times a month. Troubleshooting was performed, and the drive support cap appears normal. The customer stated that she had an urgent care visit due to her low blood glucose of 68mg/dl. The programming and priming technique was correct. The reservoir was showing the same amount of insulin as shown on the status screen. The time and date were incorrect. Assisted the caller with correcting them. The basal rates and bolus wizard settings were correct. Advised the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.